Event description:
AED turned on unexpectedly, on/off button is inoperable possibly preventing the delivery of therapy. AED returns to standard operating status. Investigation determined AED has intermittent short that caused the malfunction of device. Root cause investigation of intermittent short is continuing. No pt involvement.